Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: since air bubbles can compromise delivery accuracy, always remove all bubbles when drawing insulin into syringe; always hold the pump with the white insulin fill port pointed up when filling cartridge; and always ensure that there are no air bubbles in the tubing when filling.

Event description:
It was reported ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using pump supplies too long and was not loading cartridge correctly. There was no reported adverse impact to the customer¿s blood glucose level. A replacement pump was sent to the customer to resolve the issue.